Manufacturer narrative:
The implant remains in the patient. There was no report of patient signs or symptoms. The lot number was not provided; therefore, a review of device history records cannot be performed. Postoperative radiographs were not provided; therefore, the complaint cannot be confirmed. Based on the information provided, a root cause could not be determined. If additional information is supplied, a supplemental report will be filed accordingly.

Event description:
It was reported during a postoperative visit, radiographs revealed a set screw disengaged from the tulip.